Manufacturer narrative:
The investigation into the reported "hemolysis" has been completed. No product was returned for investigation. The cause of the hemolysis issue was most likely improper positioning of the device since it was resolved by repositioning. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ h.2 device evaluation was selected on the original manufacturer device report (MDR) and should not have been selected as that report was not a follow-up report. H.6 additional codes were added that were inadvertently left off the previously submitted MDR. H.10 the additional manufacturer narrative on the previous MDR was in correct and the correct information is reported in h.10 of this report.

Event description:
The user facility reported a 66-year-old white male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient developed hemolysis and an access site bleed during impella support. The hemolysis resolved after the pump was repositioned and the access site bleed was treated with femostop. There was no lasting patient harm.

Manufacturer narrative:
(H3) the investigation into the reported "hemolysis" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the cause of the hemolysis issue was most likely improper positioning of the device since it was resolved by repositioning. The cause of the access site bleeding issue was not determined since product was not returned and sufficient information was not returned. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
Correction section: h.3 evaluation summary was not attached and was inadvertently checked on the initial manufacturer device report.